Manufacturer narrative:
The customer reported via phone call providing additional information while hospitalized the customer went into a diabetic coma.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes care manager reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 37 mg/dl. The customer treated with food. The customer was treated with IV by emergency medical services. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted with the displacement test. The customer stated that the pump alarmed low reservoir. The customer stated that the pump passed displacement test. The customer was advised to speak with their health care provider regarding low blood glucose readings.